Event description:
The pt called lifescan alleging erratic readings on the lifescan meter. On the morning 2005, the pt visited the physician for a scheduled appointment and the appointment was related to other health issues other than diabetes. Blood work was done; however, no treatment was given to the pt. On the night of the 10th the pt received a 2.4 and a 14.9 mmol/l and did not experience any symptoms at the time to testing. The readings were done back to back within 10 minutes from one another. The following day the pt contacted lifescan due to the erratic readings. The pt has an appointment the following morning for a lab test (fasting state). The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. Based on statistical methodology, the calculated difference of 2.4 and 14.9 mmol/l results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.